Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer broke while deploying. When the physician removed the inserter, the spindle cap from the spacer came out in pieces. The remaining pieces of the spacer were removed and a new one was used to complete the procedure successfully. The damaged spacer was not be returned by the medical facility.